Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had particulate matter in an unspecified location of the manifold component. It was further reported that the manifold had writing and a circle that indicated where the particulate was located. This was discovered right out of the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and it was observed a particle located in the component. Due to the nature of the sample no further testing could be performed; nor, could it be determined if the particle was located inside or outside the component. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.